Event description:
It was reported that stent migration occurred. A 6x40, 130 cm eluvia self-expanding stent was selected for a fistulagram. Physician used thrombectomy and angioplasty in the subclavian artery. The subclavian artery had a tight lesion, even after angioplasty, and the physician then requested the 6x40, 130 cm eluvia self-expanding stent. When deploying the eluvia, good placement was not achieved, and the stent was undersized. The stent then started to migrate. Attempts to retrieve the stent were unsuccessful, so the patient was transferred to another facility for intervention. It was further reported that the stent was successfully removed. The patient is doing fine. It was again further reported that the 100% stenosed lesion was located in a very tortuous subclavian artery. At the other hospital, the stent was surgically removed.

Manufacturer narrative:
Correction: h6. Patient codes. This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with (B)(4), which focused on identifying and remediating incomplete coding of events. Device analysis results: analysis could not be performed, as the device was not returned. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of unintended use error caused or contributed to event. This was based on the reported under sizing of the stent which contributed to the migration issue.

Manufacturer narrative:
Correction: h6- updated code from foreign body in patient to no clinical signs, symptoms, or conditions.

Event description:
It was reported that stent migration occurred. A 6x40, 130 cm eluvia self-expanding stent was selected for a fistulagram. Physician used thrombectomy and angioplasty in the subclavian artery. The subclavian artery had a tight lesion, even after angioplasty, and the physician then requested the 6x40, 130 cm eluvia self-expanding stent. When deploying the eluvia, good placement was not achieved, and the stent was undersized. The stent then started to migrate. Attempts to retrieve the stent were unsuccessful, so the patient was transferred to another facility for intervention. It was further reported that the stent was successfully removed. The patient is doing fine. It was again further reported that the 100% stenosed lesion was located in a very tortuous subclavian artery. At the other hospital, the stent was surgically removed.

Manufacturer narrative:
Good faith effort has been sent to confirm the patient outcome and if the stent was removed; however, has not been obtained at the time this report was sent.

Event description:
It was reported that stent migration occurred. A 6x40, 130 cm eluvia self-expanding stent was selected for a fistulagram. Physician used thrombectomy and angioplasty in the subclavian artery. The subclavian artery had a tight lesion, even after angioplasty, and the physician then requested the 6x40, 130 cm eluvia self-expanding stent. When deploying the eluvia, good placement was not achieved, and the stent was undersized. The stent then started to migrate. Attempts to retrieve the stent were unsuccessful, so the patient was transferred to another facility for intervention.

Manufacturer narrative:
Correction: a2- date of birth corrected. B5: additional information added.

Event description:
It was reported that stent migration occurred. A 6x40, 130 cm eluvia self-expanding stent was selected for a fistulagram. Physician used thrombectomy and angioplasty in the subclavian artery. The subclavian artery had a tight lesion, even after angioplasty, and the physician then requested the 6x40, 130 cm eluvia self-expanding stent. When deploying the eluvia, good placement was not achieved, and the stent was undersized. The stent then started to migrate. Attempts to retrieve the stent were unsuccessful, so the patient was transferred to another facility for intervention. It was further reported that the stent was successfully removed. The patient is doing fine.

Manufacturer narrative:
Correction: b1- adverse event/product problem added. B5: additional information added. D4: UDI # updated. H6: impact code added.

Event description:
It was reported that stent migration occurred. A 6x40, 130 cm eluvia self-expanding stent was selected for a fistulagram. Physician used thrombectomy and angioplasty in the subclavian artery. The subclavian artery had a tight lesion, even after angioplasty, and the physician then requested the 6x40, 130 cm eluvia self-expanding stent. When deploying the eluvia, good placement was not achieved, and the stent was undersized. The stent then started to migrate. Attempts to retrieve the stent were unsuccessful, so the patient was transferred to another facility for intervention. It was further reported that the stent was successfully removed. The patient is doing fine. It was again further reported that the 100% stenosed lesion was located in a very tortuous subclavian artery. At the other hospital, the stent was surgically removed.